Event description:
The complaint is classified based upon info the reporter/layperson gave to this senior medical affairs specialist on may 29, 2008. The reporter (pt/layperson's wife) initially spoke with a customer care advocate, cca, on eighteen days earlier, alleging she gave the pt too much insulin based upon an inaccurately elevated result with the pt's one touch ultra meter on nineteen prior to original date. The cca replaced all products. The results are in the correct unit of measure, mg/dl. The pt's insulin regime at the time was a sliding scale of humalog: 22 units a.m., 22 noon, and 26 at night. If results were elevated, reportedly, up to 12 extra would be taken. Lantus, 70 units, was also taken at night. On the same day, the pt had eaten dinner around 6 p.m.. At 9:45 p.m., the reporter believes she gave the pt 26 units humalog based upon his 476 result, although, he had no symptoms of hyperglycemia. Typically, he says he has a headache when blood glucose is 350 or more. He reportedly also took the 70 units lantus. He did not eat anything else. Soon after he was tested on a friend's ultra, result 376. At 11:00 p.m., the reporter awoke to find the pt covered in sweat. His blood glucose with his own meter was "59", reflecting hypoglycemia. The reporter gave him orange juice after which he felt better. Since the event, the pt's doctor lowered his humalog doses to 12, 12 and 14. The sliding scale is now 4 units when the bg is 200-250 and 6 units when 250-300. Although, the pt's doctor has since adjusted the pt's daily regime due to the reported incident of hypoglycemia, the pt allegedly experienced symptoms that could be associated with hypoglycemia after being given extra insulin due to the alleged inaccurate elevated result. Therefore, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.